Event description:
Patient was revised to address poly wear of the tibial insert and osteolysis. Update - (B)(4) 2013 - patient's medical records were received. Records indicate upon revision metal-induced synovitis was found. The tibial baseplate was found to be fractured posteromedially and laterally. Also found was a worn patella. The tibial component and patella were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of supplied medical records confirms fracture of the tibial base plate. Patient x-rays were not available for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Although the investigation could not draw any conclusions about the root cause of the device fracture, provided information suggests patient trauma (fall) could be a contributing factor. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.